Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 137.0 cm and 144.0 cm from the proximal end. The smart coil pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and was undamaged. A 0.0159¿ ring gauge was unable to advance through the kinked location on the pusher assembly. Conclusions: evaluation of the returned smart coil revealed a kinked pusher assembly. If the smart coil is forcefully advanced against resistance, damage such as kinks may occur. During functional testing, resistance was experienced when advancing the smart coil pusher assembly kinks through the introducer sheath and microcatheter. However, the smart coil was able to advance out of its introducer sheath and the demonstration microcatheter. Based on the reported complaint, all the observed damages may have occurred after the initial resistance experienced during the procedure. The microcatheter identified in the complaint was not returned for evaluation. The cause of the initial resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery (va) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed six smart coils and four other coils in the target vessel using a non-penumbra microcatheter. While advancing a new smart coil, the physician experienced resistance after advancing the coil past the hub of the microcatheter. Therefore, the smart coil was removed. Subsequently, the procedure was completed using new smart coils and other coils with the same microcatheter. There was no report of an adverse effect to the patient.